Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s mother set up a replacement ilet and, while en route to return the cracked prior unit, the new replacement was dropped, causing the pump to separate into front and back halves, after which the patient transitioned to injections without impact to blood glucose; the issue involved a device display component and a mechanical bond failure consistent with screen bezel separation. Symptoms included insufficient clinical information reported. Outcomes included insufficient information regarding impact to health. Investigation included communications with the reporter and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a loss or failure of bonding in the display assembly. It was concluded that the cause was traced to a component failure.